Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing, however, the retainer ring was partially broken. Unit was received with the following cosmetic damages: broken belt clip rails, cracked case (battery tube), cracked case-corner of belt clip rails, cracked case, cracked keypad overlay, cracked lcd window, scratched case, and pillowing keypad overlay. In summary, customer allegations for cosmetic damage were confirmed during visual inspection when cracked lcd window and broken belt clip rails were noted. Additionally, partially broken retainer was noted on the unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage on screen/display, belt clip rail. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Informed customer about product replacement/return policy. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. Mmt-1884l was requested and the customer response was that the device returned.